Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 133 mg/dl, 111 mg/dl, 241 mg/dl, 76 mg/dl and 42 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained strips . Visual inspection has been performed and no issues were observed. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification and no errors were observed during testing. The reported test strips have not been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A valid serial number was not provided for freestyle strips. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product-related issues. If the reported test strips are returned, the case will be re-opened, and a physical investigation will be performed. Section strip lot number has been updated based on the case details.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 133 mg/dl, 111 mg/dl, 241 mg/dl, 76 mg/dl and 42 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.